Event description:
It was reported that a patient underwent a sling procedure for the treatment of stress urinary incontinence. During the procedure, the tip of the device broke during the passage through the retropubic room/fascia. It was unknown how the procedure was completed. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. Upon evaluation, the tip of one needle was broken and the tip of another needle was bent.